Event description:
While using dermabond, squeezing the vial in the middle in standard fashion, a shard of glass penetrated the plastic tubing, glove and into thumb. This could have been a life threatening exposure had the pt been infected with hiv or hepatitis. As is usual in repairing lacerations, one's gloves are covered with blood. Dermabond is felt by many physicians to be a less risky form of laceration repair, one that would be preferred in pts with hiv or hepatitis. This product flaw is major problem. Rptr feels product warnings are in order as well as product re-engineering.